Event description:
Received info stating pt experienced pigtail and luer separations.

Manufacturer narrative:
No product has been returned for eval. Should new info become available a follow up MDR will be submitted,.